Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, and the caller successfully reset the device without recurring issues. The customer continued to use the pump for insulin therapy.